Event description:
It was reported that cgm displayed error message 42 while customer attempted to use sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed guided pump reset, confirmed error did not recur, and successfully started sensor session, with no additional issues reported.